Manufacturer narrative:
One suspect pump was returned for evaluation. Upon reviewing the event history log (ehl), the reported error code was noted. Visual and functional tests were performed on the returned device. Upon visual inspection, downstream occlusion (dso) seal was found to be loose. The probable cause of the reported problem is defective main board. Main board and dso seal will be replaced. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was reported that the pump showed an error code. There was no patient involvement, and no patient harm.